Event description:
Reporter alleged finding customer unresponsive with a blood glucose result of 128 or 129 mg/dl performed on the advantage system. Reporter stated calling the emergency medical technicians (emts) and their system measured 40 or 42 mg/dl for the customer glucose 1/2 hour later. Reporter indicated customer was treated with glucose gel and taken to the hospital where customer was diagnosed with a condition not related to diabetes and given food and juice as well. It was stated customer had taken normal dose of oral diabetes medications 22 hours prior to the incident alleged. No other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.